Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation of the device it was discovered that this device (sn (B)(4)) did not contain original parts from manufacturing or servicing of the device. The installed mechanism sub assembly (20110505), ultrasonic sensor (244-10351), and input/output printed circuit board (os7yn) belong to a different device. Review of the service and device history records(shr/DHR) revealed that the components should be: ultrasonic sensor (021 140) and I/o pcb (faepo). The mechanism sub assembly original part number was not recorded, however the sn (B)(4) was written on the part. Verifying through the DHR, the mechanism sub assembly belongs to device with sn (B)(4). The ultrasonic sensor and I/nput/output printed circuit board belong to a different, unknown device. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service with the mechanism assembly was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.